Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had no delivery/occlusion alarm during therapy. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer states that they were able to clear the alarm. Customer able to complete rewind. Customer states that when he insert new battery pump alarmed reoccurred. Customer states that they also had keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, unexpected restart alarm, self test and displacement test or verify audio/vibrate anomaly due to no button response. No button error alarm during testing.